Event description:
Device: stryker pain pump 2 blockaid (575-100). Error: e4 pump failure. During patient use, blockaid stopped pumping medication resulting in uncontrolled pain. The patient required a replacement pump and a new supply of ropivacaine. Stryker pump had to be replaced on two separate occasions during the patient's course of perineural infusion. The patient used three pumps, which the first two failed.